Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had recorded 2 episodes of t-wave oversensing. There were no unnecessary therapies delivered. The caller was looking for assistance on how to program around this issue. The device is still in use. There were no patient complications reported as a result of this event.